Event description:
The customer reported oil mist from their unit. One employee complained of malaise and sore throat, but did not seek medical attention and did not require treatment. The field service engineer went to the customer site and repaired the unit.

Manufacturer narrative:
.